Event description:
An aneurx stent graft system was selected for implantation into a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology are unk. It was reported that the pt was considered a good candidate for endovascular repair. The bifurcated stent graft was successfully implanted, however the physician was unable to gain access on the contra lateral side. The physician converted the stent graft to an aorto-uni-iliac with two aortic cuffs. The physician was starting to perform a femoral to femoral bypass however, the pt's iliac artery started to occlude. The thrombus/clot moved up the stent grafts, partially occluding the stent graft. At this point the physician elected to convert the pt to an open surgical repair with a conventional graft. The physician believes that the occlusion may have been due to hits heparin induced thrombocytopenia syndrome. The pt was successfully converted to an open repair. The surgical procedure was successfully converted to an open repair. The surgical procedure was successful and the pt was reported to be doing fine. No add'l sequelae were reported.

Manufacturer narrative:
Secondary intervention required.